Event description:
Complainant alleged that during incoming inspection the device's pacer output was not functioning. Complainant indicated that there was no pt involvement in the reported malfunction.